Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker had difficulties being released with the delivery catheter. Upon release, the device dislodged and migrated into the atrium. The device was successfully retrieved; however, its helix was sprung in the process. A new device was then implanted. The patient was stable.